Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. The device was found in specification in relation to the reported "no downstream occlusion alarm", which was not reproduced during evaluation. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing and the device was able to properly detect a downstream occlusion and auto-restart at the low, medium, and high settings (25, 32 and 100 ml/hour). Evaluation ran the unit with a fluid filled set and clamped off the tubing at the distal end inducing a "downstream occlusion" alarm at 25, 32 and 100ml/hr. Upon releasing the clamp the unit would auto restart as designed. No related malfunction could be identified. Manufacturer report number 1314492-2015-09887 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump device was on a patient during therapy(medication, programmed amount and delivery rate unknown) and started drawing blood up into the IV with no alarm going off in the coronary care unit. Any patient injury or medical intervention is unknown.